Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 8436084.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. It was also determined the patient had ineffective therapy. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported observation of high impedance was confirmed. As received the one of the two stim end segments were found with a broken wires and that would cause high impedance/auto reducing issues. The cause for the event remains unknown.